Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 20.4 cm. An external insulation abrasion to only the optim layer, consistent with friction to the device can was found 7.8 to 8.3 cm from the connector pin. Surface abrasion to the insulation was found in this region. An external insulation abrasion, consistent with friction to the device can, breached the rv and inner coil lumen was found 18.3 to 20.4 from the connector pin. The rv cable etfe coating was abraded in this region. The ptfe tubing was abraded in this region.

Event description:
This report is to advise of an event observed during analysis.